Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that on (B)(6) 2017, they were not getting sound for an alarm at the central station monitor; the alarm was visible. The device was in clinical use. There was no adverse event or patient harm reported.